Event description:
It was reported that during the right ventricular (rv) lead extraction, there was bleeding from vessels that would not cease after compression. A vascular surgeon was called and found indications to ligate the blood vessel. After the extraction surgery, the patient had a lot of pain in the left shoulder and arm, which was managed and cared for. The patient was finally seen again by the vascular surgeon who found the patient in satisfactory condition. A week later, a new system was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).